Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing on rv lead was reported. There was high impedance on the lv lead and concerns about lead failure. Finally, all coils measurement values were normal. The operation was completed with adding the rv lead.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between 27th of december 2024 and 27th of june 2025 recorded an initial stable rv pacing impedance of 350 ohms with a drop to <200 ohms at the end of the recording period. In addition, a stable lv pacing impedance of 350 ohms was recorded. Furthermore, a fluctuating shock impedance between 55 ohms and 70 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices become available for analysis, the investigation will be updated.